Event description:
It was reported that the patient experienced syncopal episodes, dizziness, and falls. It was also reported that the right ventricular (rv) lead exhibited variable thresholds and intermittent pacing spikes with loss of capture. The rv lead was reprogrammed and later revised. It was also noted during the revision procedure that when the implantable pulse generator (ipg) was connected to the replacement rv lead the ipg appeared to be pacing at the base rate with no ventricular capture observed, despite the parameters of the replacement rv lead being within normal range through the analyzer. The patient was paced through the old rv lead through the analyzer but the ipg did not appear to sense this and continued to pace at the base rate with no capture observed. This was also observed when the old rv lead was reconnected to the ipg. The ipg was reprogrammed and capture was observed. The rv lead was capped and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5086mri52 lead implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.